Event description:
The customer reported that the system displayed a communication failure error message after every fluoroscopic x-ray. This error message will likely cause the system to lock up or shut down. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system interface, circuit boards and fuses were reseated. The system was then found to be operating as intended.